Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. No additional event or patient information is available. It was reported that the patient was using their own transmitter. Dexcom labeling indicates: the dexcom g5 mobile cgm system is intended for use by patients at home and in healthcare facilities. Failure to use the dexcom g5 mobile cgm system and its components according to the instructions for use and all indications, contraindications, warnings, precautions, and cautions may result in you missing a severe hypoglycemia (low blood glucose) or hyperglycemia (high blood glucose) occurrence and/or making a treatment decision that may result in injury.